Event description:
It was reported to boston scientific corporation in 2007 that a hta procedure set was used during a hydrothermablation procedure (female patient; age and weight are unknown). According to the complainant, during set up, the heating rod was glowing red hot about 10 seconds later. The procedure was completed with another hta procedure set. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
No consequences or impact to patient. Overheat. Visual examination of the returned device revealed that the center rod of the heater canister was discolored with blue and red stains and the outer diameter appeared melted for approximately 1.5". No other physical defects were observed and the sheath was not returned. During the functional test, the cassette installed properly and the system started up. As the system began to fill saline was observed seeping from the heater canister through the top connector, the functional test was aborted. The most probable cause is manufacturing related. The device history record for this lot was reviewed; no anomalies were noted. A search for similar complaints was completed and found no other complaints were associated with this lot.